Event description:
It was reported that the battery gauge was fluctuating resulting in pump shutting down. The customer continued to use the pump for insulin therapy. It was also reported that the customer allowed the pump battery to fully deplete due to not charging the battery and the pump subsequently shut off. The customer's blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. Reportedly, the customer administered a correction bolus via pump to address elevated bg level and continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned